Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-03512. It was reported the patient was not receiving effective stimulation and is no longer using her scs system. Surgical intervention may be pending to address the issue.